Manufacturer narrative:
Dorc has reviewed log files of eva which shows no irregular entries around the subject period in the eva. A follow up will be submitted once the investigation is complete.

Event description:
Irrigation spontaneously switched off. This happened for 2 times, both during a "combined" program in core-vitrectomy. Although the doctor mentioned it happened during shaving as well. The patient's eye become soft (hypotony).

Manufacturer narrative:
Dorc has reviewed log-files of eva, which shows no irregular entries around the subject period in the eva. The investigation of the log files of this incident could not determine how the irrigation was switched off. However, we have received similar incidents that supported determining the root cause of the irrigation that is switched off. The eva system of a similar incident in austria was running on a newer software version and therefore had a more detailed log files. These log files indicated that the irrigation was turned off by using the foot pedal switch which was programmed to turn on and off the irrigation. It is suspected that this has also happened during this event. The eva system of a similar incident in belgium has been observed during different surgeries on (B)(6) 2018 and no issues were observed. The eva was functioning within specifications. Based upon above information it is concluded that the irrigation is not switched off by the eva system itself.